Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient stated that the cgm did not provide any alarms while she was driving. She checked the cgm every time she was at a red light and thought she was fine based on the cgm displaying 80 md/l at one of the stops. When she arrived home, she felt something was wrong because she started shaking. She called her boyfriend for help to park the car. When they got into the house, they checked her bg with a meter and it was 34 mg/dl while the cgm was showing 70 mg/dl. The patient at a peanut butter and jelly sandwich and drank soda to increase her blood sugar. After eating and drinking the patient felt better. At the time of the report, the patient felt fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.